Manufacturer narrative:
The device was not received for investigation. Therefore, the exact root cause of the reported issue could not be conclusively determined. Balloon ruptures are an inherent risk of using this product. As stated in the IFU: as with all catheterization procedures, complications may occur. These may include but are not limited to: infection, local hematomas, intimal disruption, arterial dissection, perforation and rupture, hemorrhage, arterial thrombosis, distal emboli of blood clots or arteriosclerotic plaque, air embolus, aneurysms, arterial spasms, arteriovenous fistula formation, balloon rupture or tip separation with fragmentation and distal embolization. The lot history record for the devices were reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event.

Event description:
During the pre-use test, the balloon ruptured. This product was not used for the patient, and a replacement was used instead. The operation was completed successfully with it. No injury was reported to the patient.